Manufacturer narrative:
(B)(4). The second catheter product analysis (non-MDR reportable) - the returned device was visually inspected upon receipt and it was found that tip lumen has bumps. Per this condition, an x-ray image was taken from the area and it was noticed that the t-bar had slid down from there place. The t-bar was caught at the tip lumen causing the bumps. Per the event reported the catheter was tested for deflection and the catheter failed due to the t-bar had slid down from their place. The customer complaint has been verified. An internal corrective action was created to address the t-bar issue. Upon receipt, the catheter was visually inspected and liquid was observed on the sensor sleeve (pebax). Per this condition a scanning electron microscope (sem) test was performed and results showed a separation section that presented evidence of displacement material between the polyurethane (pu) and pebax, which contributed to the presence of sodium and chlorine inside of the area. An internal corrective action was created to address pebax damage. Continuing with the visual inspection tip lumen has bumps. During an x-ray analysis it was determined that t-bar was found slid down applying stress to the tip section and contributed to the bumps observed. Due to the t-bar being out of place, the deflection test failed. An internal corrective action was created to address the t-bar issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Event description:
It was reported that a patient underwent a procedure with two thermocool® smart touch¿ electrophysiology catheters and a deflection issue occurred on both catheters during the procedure. The catheters were replaced and the procedure was completed with no patient consequences. This event was originally assessed as not reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. The catheters were received for analysis by the biosense webster failure analysis lab and during analysis one catheter had a scanning electron microscope (sem) analysis and results showed that the separation section presented evidence of displacement material between the polyurethane (pu) and pebax. It is possible that an unknown object hit the pebax and pu causing the cracking. This finding is indicative of a reportable event because the catheter integrity has been compromised.